Event description:
The manufacturer received information from a philips representative that a battery charging failure had occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was evaluated by third-party service engineer. The device evaluation found error codes internal battery not detected, machine flow railed low, machine flow stuck, and machine flow drift high in the device's error log. The internal battery was replaced to address the internal battery not detected error code and the machine flow sensor to address the machine flow railed low, machine flow stuck, and machine flow drift high error codes issues found on this device. Additional findings not related to the malfunction/issue were additional error codes (motor controller force shutdown, touchscreen fail event, and communications fail user interface event) had occurred on this device. The system printed circuit assembly (pca) board and blower assembly were replaced to address the motor controller force shutdown error code, and the display pca was replaced to address the touchscreen fail event and communications fail user interface event error codes. The muffler assembly and air inlet foam filter were proactively replaced on the device. The inline proximal filter was replaced to address the dust contamination that was found for this device.